Event description:
The customer reported that the bellavista 1000 us alarm was very delayed. Unit number were all out of range and the alarm was not sounding or the lights were not on. The patient was moved to a different vent and no patient harm associated from this event.

Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite, powered on the unit and confirmed that the alarms worked during boot-up. Entered service mode and checked all alarm testing. All tested without issue. The fsr found that the blower set was on moog. It was changed to micronel and blower reference was calibrated .o2 with 2 point calibration was calibrated and circuit test passed. Performance test was ran and the unit passed all test and runs according to OEM (original equipment manufacturer) specifications. The logs have been sent to technical support and awaiting further feedback. No root cause has been determined at this time, since the investigation is still ongoing.